Event description:
The user facility reported experiencing a problem with the use of the 110-4bt catheter. The icp reading was 120-200mmhg. Adjustment was not permitted. Before insertion, the catheter was zeroed. The surgeon experienced this after insertion of catheter. No pt injury was reported.